Manufacturer narrative:
The cause for the post surgery elevated advia centaur xp ipth result compared to the patient's redrawn ipth test results is unknown. The ipth quality control results we within acceptable ranges at the time of the issue. The repeat ipth test result from a na li aliquot sample was a use error and is not an approved sample type with the advia centaur xp assay. The customer has suggested that the initially elevated ipth test result that repeated on retest may have been attributed to a blood sample taken too soon after surgery. The customer declined a service visit. No conclusion can be drawn. This event identifies a user error as the advia centaur xp ipth assay is not cleared for intra-operative use. The instruction for use states in the intended use section: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur xp system. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism and hypoparathyroidism." The instruction for use states in the specimen collection and handling section: "edta plasma and serum are the recommended sample types for this assay." The instruction for use states in the limitation section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values. It should be noted that some overlap of intact pth values does exist from patients with various parathyroid disorders. It is also extremely important to ensure that patient samples have been handled and stored correctly. Incorrect handling of samples will result in a loss of intact pth. The type of specimen used (serum or edta plasma) may influence intact pth measurements. During routine monitoring of ipth levels, to avoid bias in the results, use the same specimen type throughout the monitoring period. The instrument is performing within specifications.

Event description:
An elevated advia centaur xp ipth post-surgery result was obtained by the customer and the result was reported to the operating room physician. The physician questioned the result and the customer repeated the ipth result using a sample aliquot from a sodium lithium (na li) sample tube. The repeat result was lower and a corrected report was sent to the physician. The customer was unaware at the time that the repeat and corrected result was run from a na li sample tube and is not approved for use with the advia centaur xp ipth assay. When the physician questioned the initial ipth result and the repeat result that was run from the na li aliquot sample, the patient was redrawn (edta plasma sample) and this sample was tested for ipth. The redrawn sample result was lower in value and was what the physician expected. The customer performed repeat ipth testing on the original edta sample and the result was elevated and performed repeat ipth testing on the na li sample and the result was low.